Event description:
Revision performed approximately 5 weeks after primary surgery due to repeated dislocations indicating chronic instability of joint. 36 mm glenosphere and 36 mm +3 standard humeral cup explanted. No fall or other trauma indicated. New implants include 40 mm + 3 glenosphere and cup with the addition of a humeral spacer 9 mm.

Manufacturer narrative:
Revision performed approximately 5 weeks after primary surgery due to joint laxity of unknown cause. No actual, implied, or suspected link to fx product.